Event description:
During a small turn while cleaning up patient from bowel movement (bm), impella alarming for "impella controller failure" "retrograde flow" "pump stopped," rns attempted to resumed p level at p6 and p2 per impella rep. Rns then switched controllers, continued with same alarms. Mds at bedside. Cts called and at bedside for impella removal. Pt aox4, asymptomatic. Dba @ 7.5 and epi @ 0.05 per mds. 2,000 units of ivp heparin given per cts fellow. A-aline placed by ccu fellow. Manufacturer response for ventricular assist device, impella 5.5 (per site reporter). Impella rep [name redacted] took entire impella device. He stated console did not need servicing d/t the fact 2 controllers had the same error code and wasn't because of anything the controllers were doing.